Manufacturer narrative:
Device code c63215 has been removed due to additional information. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a health care professional. It was reported that the cause of both inss not working was not determined. They had tried switching the program, and had checked x-ray to ensure that the leads were not broken and in place, but the issue was not resolved. It was noted that the patient did not believe the ins was the problem with dbs, and the issue was resolved. It was noted that the dbs was working again; the patient fixed the problem but did not specify what they did. No further patient complications are anticipated or expected as a result of this event.

Manufacturer narrative:
Refer to MFR report# 3004209178-2019-22943 for details pertaining to the second ins involved in this event. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient lost therapeutic benefit 3 years ago and the hcp has had the patient adjust stimulation, but they were still not getting urinary relief. The caller stated the patient would increase stimulation but not feel the sensation after 30 seconds. It was reviewed to consider changing programs, electrodes being used, adjusting pulse width and rate, or get an x-ray to confirm the lead hadn¿t moved. On (B)(6) 2019 the caller called back to report both of the patient¿s ins's had stopped working and were not providing the benefit. The caller started changing programs about 6-9 months ago and they didn¿t think the patient understood the therapy. The caller reported the patient didn¿t change the programs except increasing stimulation and the patient came to the office and had their program changed every couple of months. The caller stated they were aware of the left ins being ready to die, the battery was about 0-9 months left. The caller reported the last program, c+1-, the patient felt in the penis area but then faded away. The caller also reported the patient indicated their dbs system felt involuntary movement on their body parts and shaking so they turned their inss off on (B)(6). The patient reported by saturday, (B)(6), the patient indicated they got their dbs system working fine again. It was reviewed that there was no sensing on both devices, and they don¿t talk to each other on programming. The caller reported that when the ins's were turned off the patient was leaking more, 4 times. The caller reported that told them that the inss were working and they thought the patient wasn¿t understanding. The caller reported the left ins had died and the right ins was working. No further complications were reported.